Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was unexpected high uf for therapy compared to other therapies. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:48:14. During night drain cycle four, the patient's ultrafiltration reading was 4366ml, indicating the home patient (hp) drained 4366ml more than their maximum programmed fill volume of 2000ml. This information does not meet iipv criteria. Upon further investigation, in drain cycle five the patient volume was determined to be 2000ml. The patient drained out a total of 6,656ml which does meet iipv criteria. No additional information is available.